Event description:
It was reported, the handle of the catheter leaked.

Manufacturer narrative:
Visual and functional testing of the returned catheter revealed no anomalies. The catheter passed pressure drop testing and leak testing. During ablation simulation the catheter delivered saline as expected. The complaint of a leaking handle could not be confirmed. (B)(4).